Manufacturer narrative:
Additional info: through follow-up, it was learned the lens was explanted due to the patient had dysphotopsia. The lens was discarded. There was no vitrectomy or sutures required. Another johnson & johnson lens (different model and diopter) was implanted as a replacement. No additional information was provided. Section h3-81 (other): the intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. The following sections have been updated accordingly: section a2: age/date of birth: on (B)(6) 1952. Section a3: sex/gender: male. Section d4: model number: zxr00. Section d4: catalog number: zxr00u0185. Section d4: serial number: (B)(6). Section d4: expiration date: 1/26/2022. Section d4: UDI number: (B)(4). Section d6a: if implanted, give date: on (B)(6) 2019. Section d6b: if explanted, give date: on (B)(6) 2020. Section h4: device manufacture date: 1/26/2017. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/not provided. Information unknown/not provided. Date of event: unknown/not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date: exact date unknown/not provided. Timeframe provided is about a year ago, therefore best estimate date is on (B)(6) 2020. If explanted; give date: unknown/not provided. Phone number:(B)(6). Device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted about a year ago in the right eye, and was exchanged for a zcb00 lens with a successful outcome. No additional information was provided.